Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. No hardware low-level failures alarm noted during testing or listed in device history. The information that provided date of incident with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device alarmed insulin flow blocked and stuck button. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the stuck button alarm. The issue was not resolved during troubleshooting. The customer was advised to discontinue usage of the insulin pump and revert to their medically prescribed backup plan. The insulin pump will be returned for analysis.